Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarm or weak battery alarm or blank display noted. Unable to perform operating currents check, due to unresponsive buttons. Insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a button error alarm and a weak battery alert. Customer also reported that a low reservoir alert was returned each time he changed the battery. Blood glucose level was 150 mg/dl at the time of the call. Customer did not recall any significant events leading up to the alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.